Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel trauma, endoleak); patient¿s condition affected effectiveness of device (anatomy related; severely calcified vessels and type ii endoleak); incorrect technique/procedure (over inflation of another manufacturer¿s balloon during modeling of the stent graft). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely calcified vessels and type ii endoleak); operational context caused or contributed to the event: (over inflation of another manufacturer¿s balloon during modeling of the stent graft).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there was a small in diameter aortic bifurcation, 18 mm in diameter. There was severe calcification in the aortic neck and throughout the vessels. The stent grafts were successfully implanted. The physician modelled the stent grafts with another manufacturer¿s balloon. The final angiogram revealed that there was a small type IV endoleak (blush) and a type ii endoleak. It was reported that later that evening the patient was brought back and angiogram revealed that there was a retroperitoneal bleed; the exact location of the bleed is unknown. The physician believes that the cause was related to the severe calcification and the possible over inflation of the balloon when the physician modelled the stent graft which resulted in trauma to the vessel. The physician elected to reline the iliac limbs, even though there were no stent graft integrity issues. No additional clinical sequelae were reported and the patient is fine.